Event description:
Same case as MDR ID # 2134265-2013-03766, 2134265-2013-03763. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. Vascular access was gained via the femoral artery. During the procedure, the mdu was unable to perform auto pullback. The physician replaced the motor drive unit but the problem was not resolved. The physician did the manual pullback and complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).